Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro.

Event description:
It was reported that duoderm extra-thin dressings releasing from skin after a couple hours of wear.